Event description:
The patient reported he was unable to establish communication between his scs ipg and external devices. The patient stated he had not recharged his ipg in approximately 3 months. A replacement programmer was shipped to the patient to attempt to establish communication in order to troubleshoot the system but a communication error continued to display. An sjm representative met with the patient and confirmed communication could not be established. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.